Manufacturer narrative:
(B)(4). Evaluation: the customer's reported problem of broken cap was not confirmed during service evaluation. However, upon further review the quality engineer has confirmed the reported condition as a door issue instead on a broken cap problem. The assignable cause, as determined by service, was due to a broken door latch. The door latch assembly was replaced to resolve the problem. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a malfunction of broken cap. It is unknown when this event occurred or what department the event occurred in. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. Upon further review, the quality engineer has identified a broken door as the reported condition. This condition may have interrupted delivery. No additional information is available.